Event description:
It was reported that the ceramic liner was removed because it was fractured.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. A request was made to the hospital staff to retrieve the insert and send it back to stryker for analysis but was discarded by the hospital. If additional information becomes available, it will be submitted in a supplemental report.